Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 (date is approximate) patient underwent balloon kyphoplasty at l1 for compression fracture. Post-op, the patient developed osteo infection in l1 vertebral body. It is unknown whether there was any bone cement issue associated in this event. The cement was mixed for 1:10 seconds. There were no extravasations. The patient was on IV antibiotics. Patient had a prolonged hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.